Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2021 the patient had a 2.75x18 mm xience sierra stent implanted. The patient had previously presented with non st elevated myocardial infarction (nstemi). On (B)(6) 2021 the patient was re-admitted to the hospital due to atherosclerotic heart disease. Unspecified treatment was performed and the final patient outcome is unknown. No additional information was provided.